Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited potential non capture and small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.